Manufacturer narrative:
The analysis results found that the device was returned with the clamp arm detached. As the clamp arm was not returned, further eval of the clamp arm could not be performed.

Event description:
It was reported that during a lap nissen, non-active tip detached from instrument. Tip was located and removed. Instrument was still functioning, cutting as per normal blade. Replaced with another shear and completed procedure as per normal with same handpiece. There was no pt consequence.